Event description:
According to the distributor's report, during a laceration closure near the eye the physician approximated the wound edges with his fingers and bonded them to the patient. The device went into the patient's eye, got into the wound, and adhered to the eyelashes. In the process of opening the eye and removing his fingers the wound opened. The wound was closed with sutures, and the patient was sent home. Four days later, the sutures were removed and the wound opened up. It appeared that there was some of the device in the wound. The patient's mother is concerned about scarring. No serious injury or permanent damage is reported.